Manufacturer narrative:
The unit had a button error alarm and no act button response due to a corroded keypad trace. The unit had a minor scratched display window, a cracked reservoir tube lip, a cracked reservoir tube window corner, and broken battery tube threads. (B)(4).

Event description:
The customer called in to report a keypad anomaly. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 129 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.